Event description:
It was reported that during a pfa procedure the faradrive steerable sheath was selected for use, we tested the sheath and then put it up to go transeptal. After crossing we put the wave in the sheath and when trying to aspirate and flush bubbles would not stop coming back. The sheath was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pfa procedure the faradrive steerable sheath was selected for use, we tested the sheath and then put it up to go transeptal. After crossing we put the wave in the sheath and when trying to aspirate and flush bubbles would not stop coming back. The sheath was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned.

Manufacturer narrative:
No abnormalities or defects were found on the exterior of the returned sheath. Analysis of the returned sheath found the internal valve torn by the center slit on the inner face which compromised the valves' ability to seal pressure and fluid within the sheath. This defect would have caused visible air bubbles/air ingression into the sheath, resulting in the occurrence of this event.